Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 15 rounds of inappropriate anti-tachycardia pacing (atp) and 6 impropriate shock(s) due to patient having premature ventricular contraction (pvc). Therapy was exhausted. This device remains in service. No additional adverse patient effects were reported.